Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report a broken belt clip. It was also reported that the drive support cap sometimes protrudes out of the insulin pump. Customer's blood glucose reading was 66 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and protruded/loose drive support disk.